Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while using the ilet. This situation is consistent with excessive insulin delivery relative to physiologic need following inappropriate use of meal announcements. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed prolonged hyperglycemia followed by hypoglycemia after a meal announcement was entered to correct elevated glucose, which stacked with ongoing correction insulin. Clinical assessment indicates the event was caused by use-related therapy management factors, specifically misunderstanding of the appropriate response to hyperglycemia and incorrect use of meal announcements by a caregiver, rather than abnormal device performance. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 15-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 22 mg/dl following a meal announcement used to correct prolonged hyperglycemia. The user became unresponsive at home and was transported to the hospital by emergency medical services, where the user was admitted, treated with IV dextrose, and discharged (B)(6) 2026. No long-term health effects were reported.